Event description:
The device was used during a lung resection procedure. Reportedly, the staple line was incomplete. The surgeon resected the incomplete staple line and sutured to complete the procedure. The hosp has no addditional info at this time.